Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of myocardial capture which resulted in an escape rhythm in the 20's. The patient became syncopal. It was also reported that the lead displayed pacing impedances of greater than 2000 ohms. The lead was suspected to have fractured. A lead revision procedure was performed where the lead was cut and capped. A new rv lead was placed. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.